Event description:
It was reported that a spectrum iq infusion pump had low flow. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device was tested for flow rate accuracy and it passed. A review of the event history log (ehl) revealed occurrences of infusion within specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.